Event description:
On 10/4/07, superdimension was informed by dr. That in 2007, he had a pt case for fiducial marker placement for the cyberknife program. The lesion was in the upper lobe and he was asked by the cyberknife group to place 4-6 gold cylinders. The physician placed one 5mm and four 3mm markers. A chest x-ray was taken that night and it was discovered that the pt had a pneumothorax. No further pt info could be obtained. The hosp did not keep a record of the lot or serial number of the device used. Dr. Did not believe the pneumothorax was in any way related to the superdimension device. Therefore, he did not want to give any further pt info.